Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. This is the 1st complaint for lot # 9212458 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that "plastic-like threads" were seen in the bd luer-lok¿ disposable syringe with bd luer-lok¿ during use after it was filled with insulin. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer reported plastic-like threads in her insulin after having filled it into the syringe."